Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding an unknown patient with an implanted neurostimulator (ins) gastrointestinal /pelvic floor therapy. It was reported during a battery replacement procedure the hcp was able to disconnect the battery from the lead without issue but when they got the ins off the actual sheath that the lead is in is pulling away or can be ¿flipped back and forth¿ from the electrodes that are on ¿the top end of the lead'. The rep confirmed the sheath issue is in the proximal end in the header block. It was also reported that the patient is able to get bellows, motor response. The rep asked if they can use the lead still and technical service consultation noted the lead is compromised but it will be at the discretion of the doctor. The outcome was not known at the time of the report; no patient symptoms were reported and no further complications were reported or are anticipated.